Event description:
It was reported that during initial implant procedure, the stylet got stuck in the left ventricular lead. The lead was replaced. Patient did not suffer any complications from the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.